Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and absorbable straps were used. During the procedure, the tacks were not holding mesh in position. The procedure was completed with a competitor¿s product. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4). 2018. The device was returned for evaluation with no damage in the external components. The provided device was activated manually and straps were delivered properly. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The device functioned as expected. No conclusion could be reached.